Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during fluoro the system starts beeping then locks up. There is no report of injury or death associated with the event described in this complaint.